Event description:
The customer reported a communication failure error message that locked up the system during a procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply and general interface board were replaced. The system was then found to be operating as intended.